Event description:
During a revision rotator cuff it was reported that the inserter of the anchor broke off directly distal to the black laser line. The broken piece of the inserter remained inside the implanted anchor. The site had previous implants and work that was not related to this issue. The surgeon placed three anchors, on this third anchor, as he was torquing it down, it was squeaking and on the final turn the inserter tip broke off inside the anchor. The titanium anchor was viable for use and remains in situ, supported by one suture as the second suture rubbed against the top of the anchor and broke while trying to slide it through. There was soft tissue and poor visualization. The bone was reported to be hard. There were no reported patient injuries or complications.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).